Event description:
Pt diagnosis: massive tear of right rotator cuff, this was surgically repaired on (B)(6) 2010 using tei biosciences inc. Tissue mend. Ten days after surgery, pt was noted to have bulge and some redness. The pt was placed on antibiotics with no resolve. On (B)(6) 2010, the pt was returned to surgery for I & d of wound. During surgery, it was noted that the tissue mend had totally disintegrated and the bacteria cultured from the wound was very unusual. It is tsukamurella sp. Dates of use: (B)(6) 2010. Diagnosis or reason for use: to repair rotator cuff tear.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, however, a batch review was completed for the reported lot and was within specification.

Event description:
The customer reported to baxter technical support of a cut in the tubing of the interlink paclitaxel set. A flo-gard pump was being used. The cut seems to be at the location of the blue slide clamp. It was used with chemotherapy drugs; therefore, the defective tubing was discarded. There was no patient injury or medical intervention reported. No other information was available. This is report 3 of 4 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The status of a sample is pending a response from the customer. This was originally reported under 6000001-2010-00834. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.